Event description:
It was reported that while doing a left total hip (primary surgery) the tip on the universal screw driver broke off during surgery - piece was found and removed from the patient. Also, while trialing for the cup, the trial stripped out and would not screw onto the impactor. The surgery was completed without any issue/delay. No further info will be made available from the hospital/surgeon and the surgeon does not want to be contacted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding stripped threads involving an omnifit acetabular trial was reported. The event was confirmed. Visual inspection confirmed the reported event; the window trial threads were stripped. No evidence of the original thread condition or potential cross-threading could be determined due to the excessive damage to the threads. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found there have been no other events for the manufacturing lot. The reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition or potential cross-threading could be observed. The damage to the device is consistent with prolonged use, this device has reached the end of it useable service life. There is no indication this event was related to manufacturing factors.

Event description:
It was reported that while doing a left total hip (primary surgery) the tip on the universal screw driver broke off during surgery - piece was found and removed from the patient. Also, while trialing for the cup, the trial stripped out and would not screw onto the impactor. The surgery was completed without any issue/delay. No further info will be made available from the hospital/surgeon and the surgeon does not want to be contacted.